Event description:
Acct. Reports that the stopcock leaks under the "off" lever. States there have been no pt. Injuries reported, but it is used extensively in the isotope lab and they are concerned that the radio-isotope will leak out.